Manufacturer narrative:
No part of the device was returned for evaluation as the graft remains implanted. Imaging was supplied to assist the investigation and was reviewed by the medical director along with the graft planning manager. The medical director stated: ¿1. The clock position of the l. Renal fenestration may have been ¿off¿ by 2-3 degrees, but not much more. 2. The pathway to reach the renal level of the aorta involved a very prominent anterior bowing of the aneurysmal aorta, so the whole device would have to pass ¿up and over then down¿ to reach that level. 3. The diameter-reducing ties may have contributed by pulling one renal fenestration slightly more around the clock than the other renal fenestration. Each of these factors may have contributed a small amount to the apparent problem of the renal fens being not quite far enough apart around the clock-face, but collectively, could have caused the problems that the site describes very well in the complaint report form. We did several trial runs on the pre-op CT scan which we have, and we continually got the same angle/clock-face position every time, varying only by a couple of degrees at most. That position was 3:30 but could possibly be 3:45 (which is only a very small distance further round the clock face). In summary, I suspect it may have been multiple factors, each of which contributed a small error, but collectively gave rise to the problem that was faced. However, the site managed to fix the r. Renal with a sheath parked in it, torque the endograft so that they could cannulate the l. Renal, and ended up with a good result.¿ the endovascular planning manager was consulted to review the case for any planning inconsistencies, they replied that the medical director had asked them to help with manipulating the imaging and how the cook graft planning team measure the fenestrations. The planning manager stated that they were able to replicate the same clock position as the plan. The planning tolerances are within 15 minutes +/-2mm, and these measurements seem to fall within the permitted tolerances. And that ¿2-3 degrees would have a minimal impact on the positioning of the fenestration¿. Additional information was received: the patient¿s anatomy was not particularly tortuous. There is an anterior to posterior bend below the renals. There was no evidence of twisting prior insertion. The device was positioned on the patient¿s abdomen prior to insertion to confirm that the graft was in the correct orientation. We can confirm that the anterior/posterior markers formed a cross and the tick marker appeared to be in the correct orientation. We can confirm that the thumb screws (rmts) were aligned at 12 o¿clock, and were aligned with the anterior gold markers. The anterior markers aligned with the tick mark when the gold markers were checked under fluoroscopy prior to insertion into the patient. The graft was not twisted from the proximal end to the distal end. Nor did the entire graft rotate. The physician does not think that the graft was twisted within the sheath, or twist upon deployment. The patient¿s outcome was ¿aaa sealed¿ the graft successfully implanted with no adverse effects to the patient. No additional procedures were or will be required due to the reported issue. Review of device history record found that the work order for lot ac1159387 appears to be complete and correct. No non-conformances were raised during manufacture. The associated inspection record confirmed that the device was manufactured to specification. Upon reviewing the photos taken of the complaint device during manufacture it appears that the device was manufactured as per specifications. The customer letter sent with the device stated ¿the fenestrations for the renal arteries have been designed to accommodate intra-vascular stents of your choice. Please refer to the anatomy sketch and image worksheet for anatomical measurements¿. Review of specification found that there are a number of processes and checks in place to ensure that devices are manufactured as per physician¿s requirements. The instructions for use (IFU) supplied with the device for general information only was found to contain sufficient instructions and guidance including: 1.2 proximal body graft delivery system the graft is reduced in diameter by an independent wire tied to diameter reducing ties, which allows the graft to be manipulated within the aorta to allow accurate positioning of the graft, which enables the fenestration(s) to line up with the desired arteries. 4.1 general use information. Fenestrated grafts are made to a customised design to a specification requested by the responsible physician and are tailored to a specific patient¿s anatomy. 4.3 implant procedure inadequate fixation of the zenith fenestrated aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5 potential adverse events use of the zenith fenestrated aaa endovascular graft poses the following potential risks in addition to those associated with use of a standard zenith endovascular graft: organ impairment/loss due to side-branch vessel occlusion (in particular, renal and/or gastrointestinal impairment/loss). Other adverse events that may occur and/or require intervention include, but are not limited to: endoleak endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure) there is no evidence to suggest that the user did not follow the instructions for use or label. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Although a definitive root cause for the event reported could not be determined; based on the information received, it is most likely that one or a combination of the following factors contributed to the event: inability to control/orientate graft during deployment. Partially deployed graft cannot be reorientated to align graft fenestrations with arteries. Graft rotates within system patient's factors (the pathway to reach the renal level of the aorta involved a very prominent anterior bowing of the aneurysmal aorta, so the whole device would have to pass ¿up and over then down¿ to reach that level) procedural factors. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints.

Event description:
The clock position of the left renal artery (lra) and right renal artery (rra) fenestration were misaligned from the origins of the lra and rra. When the fenestrated graft was unsheathed and was aligned to the rra fenestration, the lra fenestration was misaligned (and vice versa). They resorted to cannulating the rra first and placed a sheath in the rra. After several attempts of cannulating the lra fenestration without success, they resorted to significant twisting the graft to open up the lra fenestration to the lra origin. Once this was done cannulation was achieved.

Event description:
The clock position of the left renal artery (lra) and right renal artery (rra) fenestrations were misaligned from the origins of the lra and rra. When the fenestrated graft was unsheathed and they aligned the rra, the lra fen would misalign and vice versa. They resorted to cannulating the rra first and placed a sheath in the rra. After several attempts of cannulating the lra fen without success they resorted to significant twisting the fen graft to open of the lra fenenstration to the lra origin. Once this was done cannulation was achieved.